Manufacturer narrative:
Concomitant medical products: pb1018 transcatheter valve, implanted: -(B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning triggered on the right atrial (ra) lead due to high impedance and noise, which resulted in inappropriate anti-tachycardia pacing (atp); this triggered atrial flutter. The patient required hospitalization and a cardioversion procedure. The ra lead was reprogrammed. In addition, there had also been a right ventricular (rv) lead integrity warning due to infinite impedance, noise, and short v-v episodes. The rv lead was programmed off. During a device replacement procedure, the physician suspected a device header issue, and the device was explanted and replaced. The ra lead was capped and replaced, and the rv lead remains in use. No further patient complications have been reported as a result of this event.